Event description:
It was reported that the patient has been experiencing atrial fibrillation and their cardiologist wants to restart their heart. The patient's vns device was checked and all values were noted to be within normal limits. No other relevant information has been received to date.